Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box shows unexplained power on resets (por) on the event date 04/08/2014. At 13:05 a por occurred; deliveries resumed when pump was primed at 14:05 (60 mins deliveries interrupted). At 14:51 por was observed. Pump was primed at 14:54. One basal delivery was made at 15:00 and then pump experienced another unexplained por at 15:03. Deliveries fully resumed at 15:09. No damage found to returned battery cap; cap contact measurements are in specifications. Battery compartment has crack near the case seal. Returned battery cap was able to fully secure to the pump and was used to complete 24hr duration testing; no power interruptions duplicated during this time. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. A pinkish contrast was observed on the display screen. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that there was a intermittent power issue with the pump. The patient stated that they had a blood glucose (bg) of 371mg/dl with extreme thirst, excessive urination, symptoms of dehydration and trace ketones. The patient also takes asthma inhaler, xanax and has bronchiomalasia. The patient did not receive any treatment above and beyond the routine diabetes care. This report is being made due to the bg excursion the patient experienced due to an alleged power (intermittent power) issue.